Event description:
It was reported by site that during a da vinci hysterectomy procedure, there was loud grinding noise being heard from the patient side manipulator (psm) arm and recoverable faults would follow. Intuitive surgical, inc. Representative (field service engineer) was able to reproduce the issue and the system was repaired by replacing the affected arm. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi for failure analysis investigation. The reported error code was replicated during internal failure analysis at start up. The arm also triggered an equivalent 25504 fault at pretest, which prevented normal testing. The arm did not stop faulting upon movement and normal testing could not be performed. The arm failed the in-house weighted brake drop test. The axis 2 was replaced to correct the problem. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found during failure analysis investigation and no patient injury or adverse event occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.